Event description:
The event was reported as: the product was reported as "blowing up". The pt was reported to have been drenched. It shot water into the pt's nose. The pt was getting high flow cannula oxygen therapy. No pt injury reported. No further info available.

Manufacturer narrative:
Sample will not be available for investigation. Eval report is not completed at time of this report. A f/u report will be sent when completed.